Manufacturer narrative:
Results: the returned catheter was shipped folded up, therefore there are bends every 15 cm along the shaft. The most distal 12.5 cm segment of the catheter is flattened. Since the complaint discussed a guide wire pushing through the catheter wall, a close visual inspection was made of the distal 25 cm of the catheter. Other than the noted flattening, no other irregularities were observed. A 0.053" mandrel was introduced into the hub and advanced distally. The mandrel stopped 12.5 cm from the distal tip. The complaint described a guide wire pushing through the catheter wall. In order to test for leaks a 0.053" mandrel was inserted approximately 0.5 cm into the flattened tip and held in place while the water filled catheter was pressurized using a syringe and no leaks were observed. In addition, the catheter tip was plugged and the catheter submerged underwater while air was injected into the catheter in order to find the leak but no air bubbles were observed along the shaft of the catheter. No holes were found in the catheter. Conclusion: it is unlikely that the guide wire punctured the wall of the catheter based on the inability to find a hole during investigation. The physician did not operate the neuron according to the instructions in the IFU which state that the catheter should be advanced over a guide wire with the guide wire 5 to 6 cm distal to the tip of the neuron. Instead, the physician advanced the neuron and guide wire together which may have caused the neuron to prolapse in the descending aorta if it advanced passed the tip of the guide wire. The device operated according to its specifications. The complaint was not confirmed as reported. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies.

Event description:
The physician introduced the penumbra neuron delivery catheter 053 with a 0.038" guide wire inside of it into a short 6f sheath and through the hemostatic valve. She pushed forward without x-ray up to the descending aorta, then with x-ray she saw the marker tip of the neuron beside the wire, and the neuron looked angled back. The physician assumed that the wire had punctured the distal soft wall of the neuron. She drew back both devices, and before the sheath she drew the wire back into the neuron and pulled out both devices together. The physician saw that the wire had punctured a hole through the distal soft wall of the neuron. There was no patient injury.